Event description:
It was reported that the pt had high lead impedance. The pt had her generator changed in (B)(6) 2011 and her seizures have been under control. At the time of surgery, diagnostics were within normal limits. No pt trauma or manipulation occurred. Pt will be referred for possible lead replacement. Attempts for further info have been unsuccessful to date.